Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient¿s pump had reached the low reservoir on (B)(6) 2024 after the patient missed a refill appointment. The patient was able to get into the clinic on (B)(6) 2024 and the pump was refilled. The patient went home and then on (B)(6) 2024, the patient went to the ER (emergency room) and the patient¿s mother reported hearing his pump alarm every hour on the hour starting a couple of days ago. The physician interrogated the patient's pump and played the alarm tones for mom, and mom confirmed she heard the noncritical alarm. At that time, nothing new (prior to the 5th) showed up in the event logs and no providers heard the alarms while the patient was there for several hours. The agent asked if the alarming started after the refill on the 5th or if it started a couple of days prior to the 22nd when the patient went to the ER. The caller stated she couldn't be sure because she knew the patient and his mother had extenuating social circumstances, so it was very likely that she did not hear the pump alarm right away. The caller also stated that when the patient's low reservoir alarm went off initially on the 24th, and they came in on the 5th for the refill, mom stated she had not heard the pump alarm at all. The agent reviewed the known lra (low reservoir alarm) issue where the lra does not silence after update. The agent told the hcp that if the physician in the ER had interrogated the patient¿s pump and updated it right away, that could have silenced the lra which would also explain why nothing new was logged and no providers heard anything. The caller stated that the patient was not symptomatic.